Manufacturer narrative:
Concomitant medical products: product ID: 9735821r, serial/lot #: unknown, ubd: , UDI#: a manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was displaying a "localizer faulted" message.  It was noted that the manufacturer representative went into nditoolbox and noticed that the bump status and internal temperature had errors.  An erroneous bump was detected, and wasnot a true bump.  It was further reported that the new camera replacement was not turning on.   Troubleshooting steps were performed and it the issue was resolved on the call.  It was suspected that a pinched ethernet cable on the new camera or a poor connection with the camera contributed to the issue.  The manufacturer representative also troubleshooted the system's inability to pass registration.  They came to the conclusion that the frame was not tightened all the way.  No patient was present when the issue was identified.

Manufacturer narrative:
D10: the lot number was received when the product was analyzed. Lot # p900238. H2/h3: an analysis was performed on the returned camera. There was an amber light present at power up. During analysis the event log was checked and there were entries for firmware incompatibility, battery voltage low, bump detected, and storage temperature exceeded. The position sensor unit (psu/camera) also failed an accuracy test at 0.678mm with a passing threshold of 0.25mm. Codes b01, c02, and d02 are applicable to this analysis transaction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.